Manufacturer narrative:
(B)(4). The reported complaint of "clips failed to load" was confirmed based upon the sample received. One device was received. The device was received with two broken clips in the channel that were caused by an assembly error. Three of the remaining four clips were unable to properly load, two of them due to being broken. The root cause of this complaint issue is manufacturing related. Corrective actions have been implemented to help prevent assembly errors from recurring. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip was fired on the first attempt. Another attempt was made and, this time, a clip was fired but was unable to properly load into the jaws of the device. The next clip was found to be broken. The third clip that was fired was able to properly load and close. The fourth clip was also found to be broken. No more clips remained. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. Other remarks: the IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips failed to load" was confirmed based upon the sample received. One device was received. The root cause of this complaint issue is manufacturing related and corrective actions have been implemented to help prevent assembly errors from recurring.

Event description:
The nurse states that the clips failed to load in the device. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73h1600668 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The nurse states that the clips failed to load in the device. There was no patient injury.